Event description:
It was reported that patient experienced a post dural puncture headache six days post implant. A blood patch was done. The patient was seen for the patch and wound check on (B)(6) 2011. In regards to the incision wound, mild erythema was noted at pump pocket site. Patient was prescribed clindamycin 300mg 4 tabs, bactrim ds 1 tablets twice daily for 7 days, keflex 500mg three times daily for 10 days. Patient outcome was noted as recovered without squeal. Drug delivered via the device morphine.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.